Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 the receiver displayed an unrecoverable loss of antenna passed threshold. No additional patient or event information is available. The receiver was returned for evaluation. The device exterior visual inspection was in good condition. The global receiver functional testing resulted in no failures related to reported complaint. Receiver passed the performed pairing test. Reported fault could not be reproduced with the receiver. Customer complaint was not verified during the review of the receiver download. The customer complaint could not be verified. A root cause cannot be determined.